Event description:
It was reported that, "a scorpio nrg femur was pulled from the implant cart instead of the standard scorpio. This was not noticed until the pt was in post op. Surgeon was notified and did not wish to exchange the insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Device is still implanted in pt and therefore, it is not available for eval. Should device become available with additional info, the eval summary will be submitted in a supplemental report.